Manufacturer narrative:
The device has not been returned and cannot be evaluated to determine a definitive root cause. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
Dr. Indicated that the implant abutment screw fractured two years after insertion.